Event description:
Two endo gia stapler malfunctions, failed during performance of left lung vats-pulmonary artery laceration requiring conversion to thoracotomy for repair. Pt hemodynamically unstable needed multiple tx's and fluids.